Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance which is user error/misuse/abuse. Review of the device history record(s) showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the trigger on the battery handpiece device was blocked, jammed, and moving heavily. It was further determined that the device did not work and had excessive dirt and oxidation internally and a damaged magnetic holder. It was further determined that the device failed pretest for check response of the on/off trigger and proper function of the triggers. It was noted in the service order that the device buttons were damaged. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown but was noted to have occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.